Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for low intrinsic amplitude. The sensing had dropped from around 4 mv at implant to 1 mv and was 0.4 to 0.5 mv for the previous two days. Pacing impedance measurements were found to be steady. Undersensing of atrial events was observed. It was advised to bring the patient in to check the lead and possibly obtain an x-ray. No adverse patient effects were reported. No additional information is currently available. If additional information becomes available, the event will be updated.